Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator's administrative assistant reported that, after approximately 51/2 months of support on the lvad, the hospital exchanged the patient's pump due to hemolysis. No further information was provided.

Manufacturer narrative:
The MFR is attempting to obtain additional information from the hospital regarding this event as well as acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.